Event description:
The reporter contacted animas on (B)(4) 2012 stating that the keypad buttons were unresponsive after water exposure. The reporter noted moisture behind the display. The reporter noted the audio bolus button popped off upon inspection. The reporter denied cracks in the pump or tears in the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage; however, the audio bolus button was noted to be detached. On testing, all of the keypad buttons responded appropriately and had normal spring back or click. The keypad cover was removed for investigation and revealed no evidence of contamination under the button contacts. On examination, there was moisture corrosion in the battery compartment. During leak testing, the audio bolus button and the battery compartment were found to leak. The pump cover was removed for investigation and revealed moisture corrosion visible in the pump compartment, on the keypad flex connector and on the display screen flex.